Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not articulate. The procedure was completed with no reported injury. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Upon visual inspection, the pitch cable at the wrist was found loose. The pitch input disk spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The medium-large clip applier instrument housing was removed, and the pitch cable was found dislodged at the clamping pulley. The pitch cable was not broken. The crimp of the pitch cable was no longer seated in its slot at the clamping pulley. As a result, the cables at the wrist appeared to be damaged. Fa found the primary failure of a dislodged pitch cable at the proximal end to be related to the customer reported complaint. The root cause of dislodged pitch cable at the proximal end is attributed to a component failure. An additional observation not reported was also identified: medium-large clip applier instrument housing was removed and the instrument was found to have a cracked clamping pulley where the dislodged pitch cable resided. Fa found the additional failure of a cracked clamping pulley to be related to the customer reported complaint. The root cause is attributed to mishandling/misuse, such as improper cleaning. A review of the instrument logs for the medium-large clip applier (part number 470327-12/lot number n11210628 0121) associated with this event has been performed. Per the review, the medium-large clip applier instrument was last used in a procedure on (B)(6)2022 on system sk4921. The alleged instrument had 89 uses remaining after the last procedural use. No image or video clip for the reported event was submitted for review. This complaint is reportable malfunction due to the following conclusion: the medium-large clip applier instrument reportedly would not articulate. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.